Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was leaking from an unspecified location. The bag with the pump was kept for five hours in the ward and it was observed that there was about 5 ml of liquid leaked into the outer packaging. This occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between august 3, 2023 and august 4, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.